Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported high blood glucose (bg) levels the day before the call. The customer believes the elevated bg level was due to the malfunction. The customer's blood glucose level at the time of the call was 160 (mg/dl). The customer delivered a manual injection. It was indicated that the customer had supplies for manual injections as alternate insulin therapy.